Manufacturer narrative:
Fowler.

Event description:
It was reported by service report that the fowler would not raise. The customer could not determine whether there was pt involvement, however, no adverse consequences are reported.